Manufacturer narrative:
Other, skin contact.

Event description:
The customer alleged that an employee received a puncture wound to her left index finger after the processed vial was crushed. It was reported that there was a shard of the vial that punctured her finger. The vial was still in the tube crusher. The employee did not seek medical attention. It was reported that the customer told the employee to wash the area. The employee was not wearing personal protective equipment.